Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies. However, a set screw had a rounded socket.

Event description:
It was reported that during the implant attempt, the clinician was unable to screw the right ventricular lead into the header despite numerous attempts, repositions, and use of the new screwdrivers. The clicks could be heard but the lead was not secured and was apparently just coming back out. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.